Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the device was received and evaluated. Visual inspection reveals no anomalies with the 12 degree needle. The needle was tested for its functionality. It was loaded in the applier and both the implants were deployed without any incident. Therefore these were not identified as the root cause for the reported failure. At this point, we cannot confirm this failure. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of (B)(4) devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the hospital that said that the omnispan meniscal repair system, w/ 12 degree needle, ea implant device would not deploy. They were able to complete the repair by opening a few other implants which all worked fine. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.